Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#3006705815-2018-01930. It was reported a revision was undertaken on (B)(6) 2018 due to lead migration. Additional information is pending regarding the issue.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-01930.

Event description:
Device 1 of 2 . Reference MFR. Report#3006705815-2018-01930. Additional follow-up identified the physician explanted only one lead and replaced it with a new model to address the issue. Therapy was restored postoperatively thus resolving the issue.